Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 25oct18. A final report will be submitted upon completion of the investigation.

Event description:
It was reported that the unit would not operate from ac power. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 12dec2018. Date of manufacturer: 11dec2018. The customer replaced the power management board and the power supply. When the power supply was replaced the unit logged a 35v failure. The customer was advised to get the power supply replaced. Multiple unsuccessful follow up attempts were made to get an update on the device repair status; however, the customer could not be reached and no additional information was provided. No parts were returned to philips for evaluation, therefore, a root cause could not be established.